Event description:
Pt was revised to address no ingrowth on the acetabular cup. Soft tissue surrounding the joint did not have a normal appearance. Unk collection of metal colored substance in the underside of the head.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.